Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a graph overlapping on the continuous glucose monitor (cgm) graph. At the time of the report, the cgm graph began displaying data points successfully after performing a reset. There was no reported impact to the customer's blood glucose level.